Event description:
Patient had a successful implant of a bifurcated device and a proximal cuff, in 2007. At the end of the procedure, although there seemed to be a good seal, it was noted that angulation in the proximal aortic neck may not have been appreciated, and placement of the proximal cuff may have been too low. At 30 day follow up, CT and angio detected a proximal type I endoleak. The physicians felt that it was either due to migration from the angulated neck and possibly not a good seal at the end of the original procedure, or because the proximal cuff was not placed high enough, or a combination of both. On approx two months later, patient was brought in to treat the endoleak with a proximal cuff. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. The device was inadvertently discarded by the hospital.